Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication, when the surgeon was firing the device with the first reload, a popping noise was heard and the cartridge came apart. Another reload was pulled to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.